Manufacturer narrative:
Initial reporter name and address: telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was some metal flaking that appeared to have come from the phaco tip during phaco procedure (during surgery). Material was completely removed from the eye and no adverse event occurred to the patient. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 04 oct 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: a visual inspection of the returned product reveals evidence of discoloration along the needle and the base of the phaco tip. Due to the opened condition of the returned product, it cannot be determined at what point the discoloration was introduced. The customer did not return the foreign material observed in the eye of the patient, therefore, no material analysis could be performed to trace the foreign material to the discoloration of the phaco tip. There no indication of damage or scratches on the product. The proximal and distal opening of the tip were inspected and there were no signs of damage or scratches on the interior surfaces of the tip. The opor3020l can be reused after re-sterilization, however, no information on how many times the product was used was provided therefore the observed discoloration cannot be traced to manufacturing process. If the product was already previously used in successful surgery, contact with another phaco tip, cleaning instrument in the reprocessing room, or contact with another sharp object in the same autoclave instrument sterilization tray could contribute to the reported issue. The reported issue could not be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.